Manufacturer narrative:
This report is 1 of 2 being submitted for this complaint referenced mfg. Report no. 2015691-2020-11141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during deployment of a 26mm sapien 3 valve with commander delivery system balloon, midway during inflation of the balloon the balloon would not inflate. A balloon rupture was confirmed as blood was noted in the atrion syringe. The entire volume was inserted however the balloon did not stay inflated for long as it was ruptured. The valve was positioned well and there was trivial aortic regurgitation (ar). Upon removal of the delivery system from the sheath the system got stuck and the balloon was pulled out along with sheath. The femoral artery was ruptured due to a sheath liner tear. The patient was taken for vascular surgery and an aorto-femoral graft was placed. The patient is stable. The device will be returned for evaluation.

Manufacturer narrative:
A commander delivery system was returned to edwards for evaluation. However, inflation of the device during functional testing revealed no leakage present in the device, as the balloon was able to be fully inflated. Additionally, the device was able to be successfully de-aired, further supporting that no leakage is present in the device. No manufacturing defects were identified in the returned device during visual inspection. As functional and visual inspection identified no issues, no dimensional analysis was performed on the device. It was concluded that an incorrect device was returned, since none of the observations matched with the complaint description. As there was no allegation of device malfunction of this incorrectly returned unit and device evaluation didn¿t show any sign of potential manufacturing issue, no further evaluation is required. The complaint evaluation hereafter will be relying on the imagery provided from the procedural site. Imaging was provided and revealed damage noted on the sheath due to retrieval of a balloon with altered profile, a leak can be observed on the inflation balloon when inflated fluid can be observed leaking through the inflation balloon. Therefore, confirming the complaint. During manufacturing, the device undergoes multiple 100% inspections that would have detected this failure if it were present during manufacturing. Per procedure, the balloons are dimensionally and visually inspected for defects. Prior to balloon pleat, fold and forming process the balloons are 100% visually inspected. During final inspection, the entire device is 100% inspected distal to proximal by both manufacturing and quality. The commander delivery system is 100% leak tested and post-leak test the device is visually inspected per procedure. In addition, the lot undergoes product verification (pv) testing as a requirement for lot release. The device is visually inspected for defects, and tensile testing for balloon burst pressure. All samples passed these tests. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. A device history record (DHR) review is performed and did not reveal any manufacturing non-conformance that would have contributed to the reported event. A review of the lot number did not reveal any additional complaints for the reported events. A review of complaint history from april 2019 to march 2020 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the complaint codes of this evaluation. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors contributed to the events. A review of complaint history revealed that the occurrence rate did not exceed the march 2020 control limit for all the trend categories. The IFU for commander delivery system, device prepping manual and training manual were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system. The training manual provides guidance for delivery system balloon ruptures or leaks during deployment without thv embolization. Do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath) and maintain guidewire position. In addition, the training manual provides guidance on delivery system removal. Completely unflex the delivery system, ensure flex tip is over the triple marker, ensure the balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through sheath, and maintain guidewire position in the aorta. Patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU or training deficiencies were identified. The complaints were confirmed based on imagery provided by site. Due to unavailability of complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of complaint history and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, there was calcification present in the patient. Presence of any level of calcification can create a challenging anatomy for the balloon. While the balloon is sufficiently designed and tested for rated burst pressures well above inflation pressure, calcified nodules can compromise the structure of the balloon leading to this type of leakage. The inflation balloon has an altered profile during retrieval of the device. This may have occurred as the leak may have prevented complete deflation of the balloon. When withdrawing the delivery system through the sheath, the altered profile of the balloon may have gotten caught on the sheath tip and caused the reported difficulties. In this case, available information suggests that patient factors (calcification) and/or procedural factors (altered balloon profile due to leak) may have contributed to the complaint events. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified. The occurrence rate did not exceed the (B)(6) 2020 trending control limits; therefore, no corrective and preventative action nor pra is required at this time.